Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer's blood glucose had been running high for the past three weeks. When they checked in the morning, the blood glucose level was up to 528 mg/dl, which they corrected with an injection. The customer's current blood glucose level was 520 mg/dl. The customer was very sick and had an inner ear infection. The customer's blood glucose level when the high blood glucose began was 287 mg/dl. They switched to manual injections because he was not able to get his blood glucose down with the insulin pump. The customer had also experienced a blood glucose level that was over 400 mg/dl. Troubleshooting was performed. The insulin pump passed the no delivery test and the self-test. The device will not be returned for analysis.